Event description:
Event verbatim [preferred term] (related symptoms if any separated by comas) needle snapped, unable to remove it herself [medical device complication]. Case description: this spontaneous case rec'd from a foreign country, reported by a nurse via the mhra as "needle breakage", concerns a female pt treated with novo fine 8mm (30g) from an unk date due to diabetes mellitus type I. In 2007, the needle snapped when the pt injected insulin in her left arm. The tip of the needle was visible under magnifying glass. The pt was unable to remove it herself. She had a small insertion mark. The needle part was removed with a single sterile forceps. The pt has recovered from the event. Rptr's causality: unk. Novo nordisk's causality: reportable. Analysis reply: prod: novo fine g30, 8mm. Lot#: 05m08h. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Pt needle tested for penetration forces and siliconization. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Prod: novomix 30 flex pen. Lot#: th70116. The flexpen is not returned for eval. Comment: co comment: this case was initially rec'd as non-serious on 30-aug-2007. However, due to f/u info rec'd on 23-oct-2007 the case has been re-classified to serious as the needle part was (presumably) removed by a hlth care professional. Comment: rptr's comment: alternative aetiology: not reported.